Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer changed the pump supplies multiple times. Reportedly, customer was not outside of the labeled operating altitude range. Customer's blood glucose was 160-256 mg/dl.